Event description:
Blood glucose device generated a result of lo prior to the test strip being dosed with blood. It was reported the alleged result occurred a long time ago and customer stated not being able to remeber the details. Reportedly no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.